Manufacturer narrative:
Follow-up #1: date of submission 12-jun-2019. Device evaluation: the device has been returned and evaluated by product analysis on 10-jun-2019 with the following findings: a review of the black box showed power issues occurred. The battery cap contact measurements were within specifications. The pump powered up correctly with no alarms. The pump was exercised with the cap with no further power issues occurring. Unrelated to the original complaint, the display was dim and faded with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.